Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07731. It was reported the patient had positional stimulation and soreness at the ipg site. The sjm representative met with the patient for reprogramming and it was reported an x-ray showed the lead coil was on top of the ipg and was along side of the ipg. It was reported the placement was causing a lump and soreness at the side of the ipg. The physician planned to open the ipg pocket and reposition the lead to be underneath the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.